Event description:
It was reported that in the ICU, the guide wire was inserted into the patient's vj, however, when attempting to insert the catheter, the guide wire twisted. As a result, a new kit was opened and placed. Due to the evolution of her situation, the patient needed to be intubated and was breathing through a mechanical ventilator while going through a refractory septic shock that resulted in the patient's death on (B)(6) 2014. It was reported that the patient's death was not a result of the device malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire which was kinked 1.5 cm from the bottom of the j-bend. The guide wire was found to be within dimensional specification and a review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it occurred during use, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#: (B)(4).